Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported insufficient irrigation and vacuum. No other information is known at this time.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The fluidics module was replaced. The system was then tested and met all product specifications. The system was manufactured on august 25, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming fluidics module. The manufacturer internal reference number is: (B)(4).